Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video image there was no report of patient harm. The time of event is during use. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information: g6: follow up #1, h2: if follow-up, what type? H3: device evaluated by manufacture. Additional information: h4:device manufacture date. Evaluation summary: "it is presumed that the event was caused by a malfunction in the imaging system that prevented images from being displayed. (No repair history). The reason why the image is not displayed is thought to be the failure of the image pickup device, damage to the ccd cable, breakage of the circuit pattern, etc., but we have not reached a conclusion.